Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of all axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 9/18/96, an erratic result of the rubella igg assay was received while running the analyzer. An intital result of 4.6 iu/ml was received. The pt sample was repeated and results of 230.7 and 282.6 iu/ml were obtaineed. According to the account, rubella igm is not tested when negative results are received for the rubella igg assay on a pt sample. No report of injury.

Event description:
On 11/15/96, an erratic result for the rubella igg assay was received by while running the analyzer. An intitial result of 2.4 iu/ml was received for a pt. The pt sample was repeated and results of 172.7 iu/ml were obtained. According to the account, rubella igm for the rubella igg assay on a pt. No report of injury.